Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received he analysis of the lead did not reveal any device condition that would have contributed to the reported lead perforation. A lead tip stiffness test was performed and was found to be within specification. The electrical characteristics of the lead were found to be normal. Further analysis found the helix clogged with body fluid/tissue, preventing it from actuation. The ensuing resistance may have resulted in an over-torque condition.

Event description:
It was reported that the lead had perforated to the lung. Drainage of the lungs was performed. It was noted that the patient experienced fainting. The lead was explanted. The patient is in stable condition and being treated in the intensive care unit.